Manufacturer narrative:
The solex catheter involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
The customer reported the first attempt to insert the solex catheter (lot unknown) in the left subclavian vein of the 76-year-old, 172 cm, 51kg female patient was unsuccessful. The catheter was disposed of by the customer. No additional information is available regarding the first failed attempt to insert the catheter. During the second attempt, a new solex catheter (lot: 197459) was placed according to the instructions for use (IFU), and the infusion lumens could be flushed well before insertion. The x-ray confirmed the correct positioning of the catheter. After insertion and the x-ray check, medication administration through all lumens was very irregular, with medication occasionally leaking at the insertion site. The cooling function of the catheter was not affected. The problem only affected the infusion lumens and not the cooling lumens. The dwell time was approximately 12 hours. The catheter was removed after 24 hours, and ivtm therapy was stopped. The catheter was replaced by a regular central venous catheter. No patient injury reported.